Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. There were 3 target areas in the left upper lobe which measured 1.9 centimeters (cm), 2.3 cm, and 2.9 cm; 2 of which were in the anterior segment and 1 in the apicoposterior segment. 1 nodule was on the pleura and the other 2 were close and had significant spiculations and tethering of the pleura. Instruments used included a 21g flexision needle and compatible third-party forceps. A c-arm fluoroscopy was used for intra-procedural imaging and endobronchial ultrasound (ebus) was used to locate the lesion. The procedure was completed as planned with no delays. A routine chest x-ray detected a moderate sized pneumothorax, and a chest tube was placed to resolve it. The patient had mild hypoxemia. The pneumothorax resolved and the chest tube was removed within 24 hours, the patient was subsequently discharged home. The physician believed the pneumothorax was not ion-related, the cause was due to the target nodule having adhesions to the pleura. The pneumothorax would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event. .